Event description:
Mom reported to previous representative, stated pt had high bg one time recently during the night where m/r read "hi" and correcting with pump did not improve bg. Called mom back at (B)(4), mom states she is unable to review pump at this time. Contact information provided, requested mom to call back to cts with pump in hand, when able to review pump. Verbalizes understanding. Pump is being replace related to short batt life, see (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.